Event description:
A customer reported that their pump battery would not charge. There was no reported adverse impact on the customer's blood glucose level. The customer was instructed to try various solutions, such as using a different wall outlet, adapter, and cable, but none resolved the issue. The pump was identified as out of warranty.